Event description:
It was reported that at the end of the three week trial period the patient did not receive any stimulation coverage in the right leg. The patient underwent a revision procedure in which the lead was replaced with a new lead. The patient now has coverage in the right leg and is doing well post operatively.

Event description:
It was reported that at the end of the three week trial period the patient did not receive any stimulation coverage in the right leg. The patient underwent a revision procedure in which the lead was replaced with a new lead. The patient now has coverage in the right leg and is doing well post operatively.

Manufacturer narrative:
The lead was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the lead's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation determines a probable root cause for this complaint as no problem detected.